Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having poor vision. Clinical reason is maladaption. The iol was exchanged for non-company monofocal intraocular lens 5 months 2 weeks 1 day following the initial implant procedure. Additional information has been received that there was no patient impact. There are two medical device reports associated with this complaint. This report is associated to right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol received in a plastic container inside a plastic bag. A significant amount of solution is dried on the iol. One haptic is slightly deformed. There is dried up solution between the haptic arms and the optic. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time the manufacturer internal reference number is: (B)(4).